Manufacturer narrative:
Steps for further troubleshooting were provided to the customer. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system was stuck at zero during boot-up due to a flex pc issue on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.